Event description:
Information received indicates the head hi/low drifts after replacing hi/low head down valve.

Manufacturer narrative:
The technician replaced the hi/lows head up valve to repair the bed.